Manufacturer narrative:
Follow-up #1 date of submission 09/29/2016 device evaluation: the pump has been returned and evaluated by product analysis on 09/02/2016 with the following findings: a review of the black box data showed call service 088 alarms. The pump powered on normally during testing and was exercised for 24 hours with no issues. The complaint was not duplicated during testing. Unrelated to the complaint, the battery compartment was cracked.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a call service alarm (call service alarm issue) issue. Reportedly, the pump was emitting call service alarm 088. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported as the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.